Event description:
It was reported that patient presented remotely. Review of transmission revealed that insertable cardiac monitor (icm) exhibited premature battery depletion and showed an alert of low battery. No intervention was reported. Patient condition was stable.